Event description:
Hyperglycaemia vomiting diarrhoea disturbance of consciousness [depressed level of consciousness] case description: analysis result: product: novopen 3 lot no. Nsc2729 device conclusion: technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The force required to depress the push-button was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Case conclusion: nothing abnormal was found. Latest follow-up received on 6/12/2005. Since last submission of the case the following info has been updated: - analysis result added

Event description:
Case description: reported by a medical doctor as "hyperglycemia". The report convers a patient who was using novopen 3 (insulin delivery device) since 08/2004, due to type 2 diabetes mellitus diagnosed in 1970. In 2005 the pt suffered from vomiting and diarrhea. Two days later the pt developed dehydration and disturbed consciousness due to hyperglycemia and was taken to the hosp by ambulance (discharge dates unknown). Reportedly the pt's hba1c was 9.9% in 2005 and 11.0% one month later. The pt believed that the novopen did not deliver the correct dose and that the pressure on the injections was uneven. The pt recovered completely from the event three weeks later, however treatment with the product in question was discontinued. Two pt used two different novopen devices and the case is linked to MFR. Report # 9681821-2005-00018.